Event description:
It was reported that electrodes #2 of circuits 0-3 had high impedance (over 3600 ohms). The patient was not getting left leg coverage with stimulation. The patient had pain in left leg. The device was programmed around contact 2 to regain coverage. It was noted that the patient had ¿better coverage on left and good on right.¿ battery read ¿ok¿ as the patient only had 113 hours used since new implantable pulse generator was implanted. The patient status at the time of this report was noted as alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 399930, lot # v000869, implanted: (B)(6) 2005, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).